Event description:
It was reported, the camera head had a water invasion. The reported malfunction occurred, during preparation. For an unspecified procedure, prior to sedation. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection. And the reported failure was confirmed. Based on the results of the investigation. It is likely, the following led to the malfunction: the product analysis confirmed, the user request, due to a puncture on the cable. The most probable cause of the complaint is component failure. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head had a water invasion. The reported malfunction occurred during preparation for an unspecified procedure prior to sedation. There were no reports of patient harm.